Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the PICC was found to be leaking just below the butterfly on the catheter shaft. The PICC was in for 3 days.

Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.